Event description:
This lead was explanted because of a lead fracture and intermittent oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal and the proximal lead fragments were received whereas a medial part was not returned for analysis. The performance of the lead fragments were scrutinized.the analysis revealed multiple signs of wear along the lead fragments. At the distal lead fragment the insulation was found rubbed through. These findings can be considered as the root cause for the observed intermittent oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.